Manufacturer narrative:
Follow up attempts have been made to obtain evaluation information have yielded no response.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a constant monotone audible alarm w/ power switch off. No patient harm reported.